Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer allowed the battery to deplete fully. Reportedly, while the pump was off, the customer changed the cartridge. When the pump was turned back on, a malfunction alarm was displayed. The customer's blood glucose level was 209 (mg/dl). Reportedly the customer had manual injections as alternate insulin therapy.